Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked into the bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, g4, h3, h4, h6, h11. Correction to d4 information. B5: the device contained flucloxacillin 8g in citrate buffer in 230ml sodium chloride 0.9%. H4: the lot was manufactured november 15-17, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.